Event description:
It was reported that a stent dislodgement occurred. A 3.00x20mm promus element stent was used for a percutaneous coronary intervention. During the procedure, the stent dislodged while inside the patient. The physician withdrew the dislodged stent from the patient. The patient is in stable condition.

Event description:
It was further reported that the target lesion was 99% stenosed and located in the moderately tortuous and severely calcified ostial left anterior descending (lad) artery. Due to the severe calcification, resistance was noted and the device could not cross the target lesion. The stent moved from the original location to the proximal part of the balloon. The stent delivery system, with stent, was removed from the patient as a unit. There were no patient complications associated with the event. The procedure could not be finished.

Manufacturer narrative:
Ae or product problem: corrected from reported issue is both an adverse event and product problem to product problem. Type of reportable event: corrected from serious injury to malfunction. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only the stent was returned for analysis, the stent delivery catheter was not returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 99% stenosed and located in the moderately tortuous and severely calcified ostial left anterior descending (lad) artery. Due to the severe calcification, resistance was noted and the device could not cross the target lesion. The stent moved from the original location to the proximal part of the balloon. The stent delivery system, with stent, was removed from the patient as a unit. There were no patient complications associated with the event. The procedure could not be finished.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).